Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1098 - triclip japan pas, patient site (B)(6) - (B)(4). It was reported that on (B)(6) 2026, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 4 and thick chordae. It was noted that imaging was difficult. One clip was successfully implanted. To further reduce tr, an second clip (60204r1101) was inserted and advanced into the valve, but the gripper became caught in the chordae. Troubleshooting was performed and the clip was able to be freed from the chordae without causing damage. The physician decided to remove the clip and replace it. A third clip (60204r1104) was implanted on the posterior and septal leaflet. However, after deployment, tissue damage and a single leaflet device attachment (slda) was observed. Tr was reduced to a grade of 2-3. There were no clinically significant delay in the procedure.